Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up and down arrow buttons dome switch. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had issues with the up arrow button on the insulin pump. He had to press the button to the side and press it longer to activate it. Customer's blood glucose level was over 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.